Manufacturer narrative:
The insulin pump was received with broken battery tube threads. Unable to perform displacement test due to missing retainer. The pump was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked case corner of the belt clip rails near the battery compartment, keypad overlay texture damage, cracked select button keypad overlay, stained keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 12.0 mmol/l at the time of the incident. The customer reported cracks at the battery compartment. The customer stated that the pump might have been dropped or bumped. The product was returned for analysis.